Manufacturer narrative:
The creatinine reagent lot is 803073, the magnesium reagent lot number is 807289, and the astpm reagent lot number is 771970. The other reagent lots and the expiration dates were not provided. The field service engineer (fse) found a leaking cell rinse tube and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation, astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation, crep2 creatinine plus ver.2, bilt3 bilirubin total gen.3, gluc3 glucose hk gen.3, phos2 phosphate (inorganic) ver.2, ca2 calcium gen.2, and mg2 magnesium gen.2 results for 8 patient samples on a cobas 8000 c702 module. For sample 1, the initial altlp result was 21.5 u/I. The sample was repeated on another analyzer and the result was 37.7 u/I with flag. The initial result was not reported outside of the laboratory. For sample 2, the initial crep2 result 10.890. The repeat result was 0.732. For sample 3, the initial crep2 result 7.819, the initial bilt3 result was 0.969, and the initial gluc3 result was 10.1. The repeat crep2 result was 1.307, the repeat bilt3 result was 0.419, and the repeat gluc3 result was 295.8. For sample 4, the initial phos2 result was 12.76. The repeat result was 4.87. For sample 5, the initial phos2 result was 14.00. The repeat result was 4.21. For sample 6, the initial ca2 result was 4.15. The repeat result was 7.59. For sample 7, the initial astpm result was 37.7 with flag, and the initial mg2 result was 0.62. The repeat astpm result was 422.4 and the repeat mg2 result was 0.13. For sample 8, the initial crep2 result 0.644. The repeat result was 6.317. The units of measurement were not provided.